Manufacturer narrative:
Complaint (B)(4). No batch number was provided by the customer. The customer did not allege a product malfunction/deficiency. The cause of the adverse event cannot be established.

Event description:
The customer advised a needlestick injury occurred while they attempted to activate the safety shield with their thumb. It was a dirty needle stick. The needle stick was not life threatening, did not result in permanent impairment of a body function, did not result in permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment or damage. A specific lot number is not provided. · the customer described the occurence of the needle stick as follows:. "After removing the needle from the pt, I was reaching to enable the safety and slipped, sticking the outer portion of my left thumb in the process."